Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the bar was slightly bent. The event occurred during surgery and no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The customer did not return a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher five times as documented in the repair reports. It was reported that the mesher required maintenance and the comb were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet surgical was not performed since the device was not returned for evaluation at the time of this investigation. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the device was not returned for the repair process at the time of this investigation. The reported event was non-verifiable since the device was not returned for evaluation at the time of this investigation. The root cause of the bar being slightly bent cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.